Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5089929. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "movement of her breast implant, pain, pressure change in the shape of the implant," and "fluid around the left breast implant."

Event description:
Patient reported via regulatory agency left side "movement of her breast implant, pain, pressure change in the shape of the implant," and "fluid around the left breast implant." The device was explanted.